Manufacturer narrative:
Device evaluation summary: during visual evaluation a crease was observed in the anterior view expanding to the posterior view. Leak testing revealed a tear within the crease and an area of shell abrasion in the posterior view measuring approximately less than 0.1 cm. No other anomalies were observed. These kind of findings are consistent with a crease/fold and shell abrasion failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with saline mentor smooth round moderate profile 300cc breast implants and experienced deflation on the left side and capsular contracture baker grade ii on the right side. As a result, the patient underwent removal and replacement with unspecified mentor saline breast implants on (B)(6) 2019. This report is for the left side.